Manufacturer narrative:
(B)(4)

Event description:
It was reported that the non pacer dependent, asymptomatic patient experienced a fall. Upon interrogation, the right ventricular lead exhibited high impedance and programming changed from bipolar to unipolar. Isometrics testing was performed and revealed no noise. The lead was reprogrammed. On (B)(6) 2016, all electrical measurements were in range and the patient was in stable condition.